Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power cord did not stay inside the unit. It had to be taped and twisted at an angle for the unit to work. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in process, but not yet completed.